Event description:
The customer stated that she was hospitalized for hypoglycemia, with a reading of 26 mg/dl. Prior to the event, the customer's husband noticed that she was sweating in her sleep. He checked her blood glucose reading, and it was 26 mg/dl, but the sensor reading was 156 mg/dl. The husband then called the paramedics. Troubleshooting was performed, and the insulin pump was programmed correctly, except for the time and date because the customer removed the battery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.